Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 40 mg/dl while wearing the pod. The patient reports they had lost consciousness and fell on the floor. Upon arrival of the paramedics the patients pod was removed. The patient was treated with intravenous fluids as well as dextrose.. Once at the hospital the patient had a MRI (magnetic resonance imaging) as well as an ultrasonogram and chest radiography (cxr). In addition the patient had a computerized tomography (CT) scan. The patient was diagnosed with a concussion. The patient was treated with cortisol injections and was prescribed emergency cortisol injections. The patient was released from the hospital after 9 hours. It should be noted the patient reports having autoimmune hepatitis in which they take budesonide (steroid) for, that depletes their cortisol levels. In addition the patient reports having hashimoto's thyroiditis.